Event description:
It was reported to gyrus acmi that oil and black fluid leaked from the handpiece onto the surgeon, but not the patient.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.